Event description:
It was reported that the patient developed a left apical pneumothorax of 3 centimeters following implantation of an implantable pulse generator (ipg). Prolongation of existing hospitalization was required. The device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 407458 implantable pacing lead implanted: 2013-(B)(6). (B)(4).